Event description:
Customer reported the lancet would not retract into the accu-chek softclix lancet device. No accidental stick or adverse event reported. The accu-chek customer care service center sent new device. Customer advised to return suspect device.